Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the adaptive stimulation (as) was acting up. The manufacturer representative met the patient for a follow-up appointment with the hcp. The patient was doing pretty well. The as would ramp up for no reason why they were siting or laying on their right side. On top of that their programming was a "bit spotty." The patient could not feel stimulation in their leg or back. The manufacturer representative reprogrammed and re-oriented the patient. The patient had been using group b 100%. The patient was currently using group a with improved coverage: a1 was 0-1-5+8-9-13+ with pulse-width of 300 and rate of 50 that provided good bilateral low back coverage and a2 with 7-`3+14-15- pulse-width 300 and rate 50. The bilateral leg left was greater and right. The patient was pleased with the results and would reach out if they had any concerns. The issues were resolved without surgical intervention. No further complications were reported.